Event description:
Table flipped over without prompting during a surgical case, and almost threw the patient off the table. The or team intervened and the patient was not harmed, but the patient could have fallen off the table if not for the intervention.